Event description:
It was reported that during use of the infusion set, the patient's skin developed erythema, glazing, papules, and edema. As a result, the infusion was stopped. Additional information received indicated that no concomitant therapy was necessary.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).